Event description:
Customer initiated an IV catheter and hooked up to IV tubing. Customer claims that the pt complained of burning at the site. The catheter had separated from the hub and had to be surgically removed from the pt.